Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline disconnect that occurred on (B)(6) 2022 but the patient denied disconnecting the controller or hearing alarms. The log captured two series of driveline disconnects that resulted pump stops. The events occurred between 04:43 and 04:44 on (B)(6) 2022. The pump was off for 4 seconds the first time and for 6 seconds the second time. Following reconnection, the pump speed ramped back up to the set speed of 5300 rotations per minute (rpm).

Event description:
Related MFR # 2916596-2022-13755.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed pump stop events due to the driveline being disconnected; however, a direct cause for the events could not be conclusively determined through this evaluation. The controller event log file contained relevant events from 13aug2022 to 24aug2022. The pump operated as intended at the set speed while the driveline was connected. The log file recorded two intermittent pump stops associated with driveline disconnect alarms on 21aug2022. The pump regained speed after the driveline was reconnected and operated at the intended set speed for the remaining duration of the log file. The files appeared to capture the pump operating as intended. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump . The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.